Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was allegedly found to have two arms bent up and outside the cava wall. The filter was tilted approximately 30 degrees anteriorly. The physician was unable to retrieve. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This was the only complaint reported to date for this manufacturing lot number. The filter remains implanted, therefore, it could not be evaluated. A cd containing a venacavagram dated 09/25/08 was reviewed. The filter was tilted anteriorly and 2 filter arms were mal-aligned, pointing up and out. No extravasation of dye was observed where the 2 arms appeared to be slightly outside the contrast column. Based on the x-ray review, the filter tilting was confirmed. The current IFU (instructions for use) states: position the retrieval hook 1cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This was the only complaint reported to date for this manufacturing lot number. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image review: a venacavagram demonstrated the filter tilted anteriorly and 2 filter arms were mal-aligned, pointing up and out. No extravasation of dye was observed where the 2 arms appeared to be slightly outside the contrast column. Based on the x-ray review, the filter tilting was confirmed. Conclusion: the device was not returned for evaluation, however images were provided and reviewed. The images show a filter to be tilted anteriorly and two filter arms mal-aligned in an upright position. No extravasation of dye could be observed where the two arms appeared to be slightly outside the contrast column. Therefore, based on the provided images the investigation can be confirmed for the alleged tilt and material deformation. The investigation is inconclusive for the alleged perforation as the images clearly could not demonstrate the filter limbs outside the confines of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was allegedly found to have two arms bent up and outside the cava wall. The filter was tilted approximately 30 degrees anteriorly. The physician was unable to retrieve. No patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time.

Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was allegedly found to have two arms bent up and outside the cava wall. The filter was tilted approximately 30 degrees anteriorly. The physician was unable to retrieve. No patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts tilted and embedded in the wall of ivc and the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, the images show one filter to be tilted anteriorly and two filter arms mal-aligned in an upright position. No extravasation of dye could be observed where the two arms appeared to be slightly outside the contrast column. Therefore, based on the provided images the investigation can be confirmed for the alleged tilt and material deformation. The investigation is inconclusive for the alleged perforation as the images clearly could not demonstrate the filter limbs outside the confines of the ivc wall. Based on the medical record review, approximately 25 days post deployment, a triple loop n-snare was used to attempt to engage the proximal hook of the ivc filter without success. The filter was noted to be significantly tilted approximately 70 degrees in an anterior posterior fashion. Approximately two months post deployment, during the second attempt, a 3j guidewire and 12mm balloon was used with an attempt to move the filter off the vena caval wall which was unsuccessful. Multiple attempts were made including repositioning of the balloon without success. It was felt that the filter was severely tilted and the angle of the hook was faced into the caval wall. Therefore, based on the provided medical records, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and material deformation. Per medical records, multiple attempts were made to engage the hook of filter using several retrieval devices but were unsuccessful due to severe filter tilt. This could've led to the retrieval difficulties. However, definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time.

Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was allegedly found to have two arms bent up and outside the cava wall. The filter was tilted approximately 30 degrees anteriorly. The physician was unable to retrieve. No patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.